Event description:
It was reported that during a planned ivc filter removal, the filter was noted to be tilted and one "wire headed superiorly". Procedure aborted. There was no report of injury to the pt.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The device remains implanted: therefore, not available for evaluation. Images were received and evaluated. Image number 1 showed a flat plate x-ray without dye, depicting the g2 filter at implant. The filter appeared to be slightly tilted, which was confirmed by the radiology report from the user facility. Image 2 was also without dye, depicted one filter arm perpendicular to the filter apex. The position of the arm suggests that the arm may be in a vessel side branch. The physician reported that the filter may have been implanted too high. If the filter tip was placed higher than 1 cm below the lowest renal vein, the filter arm could have moved into a side branch of the cava and resulted in the filter tilting. All filter arms and legs appeared to be in tact and attached to the filter. Although the filter appeared to be in a greater degree of tilt than the image from the filter implant, this could not be confirmed, as the tortuosity, if any, of the vena cava could not be seen. The root cause is unknown. The current instructions for use (IFU) for this device states: position the filter tip 1cm below the lowest renal vein. Venacavography must always be performed to confirm the proper implant site. Radiographs without contrast, which clearly do not show the wall of the ivc, may be misleading. If misplacement or sub-optimal placement of the filter occurs, consider immediate retrieval.